Manufacturer narrative:
Currently, there are no plans for a revision surgery. A supplemental report will be filed should a revision surgery be performed. Not returned to manufacturer.

Event description:
It was reported that approximately two weeks after surgery, a pedicle screw at the l5 level had loosened and the spacer had backed out. This is report 2 of 2 for this event.